Event description:
It was reported that interrogation/recognition of device(s) was not possible. The programmer rf (radio-frequency) head was replaced, but the issue was not resolved. Another programmer was used. The programmer also has a broken handle and keyboard hinges. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, programmer rf (radio-frequency) head. Product ID: 2290, pacing system analyzer. (B)(4).